Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient had a low battery and stopped using her system (therefore ceasing therapy) three years ago. Surgical intervention may take place to replace the ipg and restore therapy.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported surgical intervention took place to explant and replace the ipg. Surgical intervention addressed the issue.